Event description:
Patient revised because of severe limping and pain on the affected hip. Observed metal hypersensitive reaction in the lesion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.